Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device was in used condition. Functional testing was performed, and the reported issue was duplicated. The cause of the reported issue was due to the latch lock slot on the main printed circuit board (pcb). As a result, the pcb was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 41541 and no longer work. There was unknown patient involvement, no patient injury was reported.